Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the damage on 8mm force bipolar instrument possibly occurred while it was outside of the patient. There were no reports of fragment(s) falling into the patient. The damage did not occur in the patient's body. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm force bipolar instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a recognition failure based on log review. The instrument was placed and driven on an in-house system where, it passed recognition and engagement but failure code 282 was reported in the logs. The instrument information found in the radiofrequency identification (rfid) was not detected. Additional observation(s): the instrument was found to have a broken grip at the grip base. A piece measuring approximately 14.17 mm x 4.80 mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was returned with the instrument. When the instrument is first installed on the da vinci system, recognition gets checked first by reading the radio frequency identification (rfid) chip. The probable root cause of recognition failure is attributed to communication issues with the rfid chip. The da vinci system may not be able to detect the instrument information found in the rfid chip due to it being damaged, dislodged, or corrupted. The probable root cause of a broken grip tip is attributed to use conditions. Damage to the instrument can occur while performing ¿off-label¿ surgical applications, such as needle bending/driving and suture snapping, or mishandling the instrument. Grip tip fragments may result when the metal injection molding (mim) is not retained to the overmold (om) during use. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that 8mm force bipolar instrument was not recognized. It became unusable. The customer reported event has no report of patient injury.